Event description:
Customer reported she inserted the sensor into the serter. Upon pulling up the serter from the pedestal the needle detached form the base. The sensor did stay on the pedestal while the needle up was stuck in the serter. Customer blood glucose was 123 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.